Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with unacceptable results. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device activated an alarm. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a knife failure. The knife-edge was found damaged during high mag inspection, and the device failed the cut test. The knife blade also comes out of the knife track. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device was used in cutting inappropriate materials such as staples, clips, or encapsulated sutures. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had regrasp alarm. When activated, an alarm sound was generated and the device could not seal. The event occurred from the beginning of the operation and could not seal even once. Another device was used and worked fine. Based on the investigation, knife blade comes out of the knife track. There was no patient injury.